Event description:
Customer reports during a patient procedure, the physician noted smoke coming from the generator and shut off the main circuit breaker. The patient was (B)(6) female having a cystoscopy for stent exchange. Patient was mildly sedated, but not under general anesthesia. The procedure did not require fluoro, only endoscopy; the physician completed the procedure without further incident. Patient outcome good, no reported injury. Customer reports the staff continued to use the room for the rest of the day due to all procedures not requiring x-ray functions, just table functions. Customer does have a back up room for procedures.

Manufacturer narrative:
Field service engineer found that the smoke was caused by the drac auxiliary transformer failing. The field service engineer replaced the drac assembly. Fse tested all generator functions per sedecal generator with integrated console service manual and returned the system to service.